Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding an event without any patient involvement. It was reported that the researchers attempted to connect to the device using the clinical programmer and sensing tablet, but the device was unresponsive. The actions/interventions included additional attempts to connect to the device with a different research instrument; however, the event was not resolved. It was also noted that the cause was not determined at the time of this event. There were no symptoms reported as there was no patient involvement. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the event was unknown and would be investigated once the device was returned. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stated that the cause of the event was still under investigation. No further complications were reported/anticipated.

Manufacturer narrative:
An engineering team that supports physician-sponsored studies evaluated the device and determined that it was a misuse case the led to the device not responding. A reset was performed and the implantable neurostimulator (ins) restored communication. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the device was a not-for-human use demo so there was no patient involvement with the event. An engineering team that supports physician-sponsored studies evaluated the device and determined that it was a misuse case the led to the device not responding. A reset was performed and the implantable neurostimulator (ins) restored communication. No further complications were reported/anticipated.